Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. The device was returned with the header separated from the device and both the rv and ra lead terminal pins were stuck in the connector block and were unable to be removed. Visual inspection noted that the hex slot on the rv setscrew was damaged. All setscrews, including the rv setscrew, moved freely and operated normally during testing. Further inspection of the ra and rv terminal blocks found that the capture washers were bent outward, indicating that the setscrews were in the up position (fully disengaged). An x-ray was taken of the terminal blocks and revealed that they were crushed in such a way that the leads could not be removed. Laboratory analysis concluded that the terminal blocks were deformed when the header was removed from the device during the explant procedure. This damage then resulted in the difficulties of removing the rv and ra lead terminal pins from the header. In addition, although evidence indicates external stress may have been a factor in the header becoming loose, analysis noted that there was insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust.

Event description:
Boston scientific received information that during an elective replacement procedure, the is-1 right ventricular (rv) and right atrial (ra) setscrews of this cardiac resynchronization therapy defibrillator (crt-d) were unable to be disengaged. Different wrenches were used and the device header was removed, but the setscrews remained stuck in place. As a result, the rv and ra leads had to be cut and the patient was transferred to a different hospital where they are currently waiting to have the lead extracted. No adverse patient effects were reported; however the patient will remain hospitalized until the leads are extracted and a new system is implanted. The crt-d will be returned for immediate laboratory analysis.

Event description:
---

Manufacturer narrative:
This report will be updated upon return and completion of analysis.